Manufacturer narrative:
Product has not yet been received by MFR, therefore, an investigation report is incomplete at this time. A f/u investigation report will be sent when completed.

Event description:
The event is reported as: the device cracked during assembly. No pt injury reported.